Manufacturer narrative:
The field service representative (fsr) confirmed the electronic patient gas system (epgs) was not functioning correctly. He replaced the epgs as the system was due for replacement in february 2016 and had exceeded oxygen (o2) sensor percent hour usage. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a low oxygen (o2) alarm on the electronic patient gas system (epgs). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, oxygen (o2) pressure is reported low four more times. The oxygen pressure was being reported low multiple times. Either the oxygen pressure was actually fluctuating or there is an intermittent problem with the pressure sensor. The "entering broken mode - 21" (too many events) event can occur if the gas system output is being intermittently blocked during calibration. During the laboratory evaluation, there was no "low o2" alarms observed. The product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system-1 simulator and central control monitor (ccm), attached o2 and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm. After the 15 minute warm-up period, the pst initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.86 volts, within the specification of 0.55-2.758 volts. The pst operated the epgs at 5, 2 and 0.2 l/min and 100, 50, 30 and 21% o2 for a half an hour each with no "low o2" alarms occurring. Nothing was observed that would cause failure. As per service history, the unit was reconditioned in (B)(6) 2014 and it was within two years of reconditioning life. Oxygen sensor was installed on (B)(6) 2015 and the reported issue occurred on (B)(6) 2016. The o2 sensor was within its six months of life span but o2 sensor percentage hours had exceeded as confirmed by the fsr. Log analysis did not confirm the expired o2 sensor in the log, that event would be logged if it occurred. Expired o2 sensor would not cause a low o2 alarm. Pressure alarm occurs because the o2 pressure drops below 30 psi or more than 18 psi (less than air pressure). The customer might have a low input pressure on o2 which is external to the epgs. Log analysis can not confirm the input pressure at the customer site. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.